Event description:
Caller states patient tested 4.1 inr and 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Patient's coumadin was stopped based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.